Manufacturer narrative:
(B)(4). The customer reported to have inspected the device and memory logs. There was no evidence in the memory logs indicating an operational failure. The reported condition was not duplicated. The customer performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient a 980 ventilator appeared to not being delivering any flow. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.